Event description:
The ventilator alarmed with various technical fault codes during standby and switched to ambient mode. After that, it repeatedly failed to start up and alarmed. The incident did not occur during ventilation. The ventilator alarmed visually and acoustically. In service mode, it was discovered the pressure sensor assembly is not being listed as connected. The ventilator was opened and the pressure sensor assembly connector to the mainboard was reseated, which solved the issue. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The ventilator alarmed with various technical fault codes during standby and switched to ambient mode. After that, it repeatedly failed to start up and alarmed. The incident did not occur during ventilation. The ventilator alarmed visually and acoustically. In service mode, it was discovered the pressure sensor assembly is not being listed as connected. The ventilator was opened and the pressure sensor assembly connector to the mainboard was reseated, which solved the issue. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The issue was discovered during initial boot up with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury for a patient. Logfile and affected device were reviewed. During the checking of the device, the root cause of the event was determined to be a poor cable connection between the pressure sensor and the control board. Re-seating of the cable solved the issue.

Event description:
The ventilator alarmed with various technical fault codes during standby and switched to ambient mode. After that, it repeatedly failed to start up and alarmed. The incident did not occur during ventilation. The ventilator alarmed visually and acoustically. In service mode, it was discovered the pressure sensor assembly is not being listed as connected. The ventilator was opened and the pressure sensor assembly connector to the mainboard was reseated, which solved the issue. Investigation is ongoing.